Event description:
The hospital reported that, during a coronary artery bypass procedure, three different heartstring iii seals (B) (4) did not load properly in the same case. The procedure was completed with a fourth seal. The hospital reported no patient effects. Product was discarded. Replacement requested.

Manufacturer narrative:
Additional information is being requested to close this investigation. We will continue to pursue additional information and a supplemental report will be submitted if additional information becomes available. (B) (4)